Manufacturer narrative:
Clinical innovations is gathering more information regarding this incident. If additional information is obtained, a follow-up will be provided.

Event description:
On (B)(6) 2019 a patient had an abdominal myomectomy in which a clearview uterine manipulator (ref#um700) was used. Sometime during case the white tip of the uterine manipulator came off and remained inside the patient. No one noticed that the tip had come off and remained in the patient during surgery. It was not until later in the day when the patient was using the bathroom and the tip was expelled that the realization of the retained tip was discovered. The hand piece was not saved. Nor was the serial number recorded.